Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral vein via 9fr sheath using the preclose technique prior to an ablation procedure. Reportedly, upon removal of the plunger, the suture was pulled out of the patient anatomy. Four additional proglide devices were used for successful suture placement at four puncture sites using the preclose technique. The ablation procedure was completed. Hemostasis was achieved using the pre-placed sutures from the four successfully placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.